Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reportedly crashed into a car door in 2020 and the device malfunctioned afterwards. Then device functionality stabilized but in march 2022 affected channels were noticed. The user was reimplanted on (B)(6) 2022.

Event description:
The user reportedly crashed into a car door in 2020 and the device malfunctioned afterwards. Then device functionality stabilized but in march 2022 affected channels were noticed. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.